Event description:
A talent stent graft system was implanted in the patient for the endovascular treatment of a 48mm thoracic dissecting in zone 4. It was reported that during post-operative follow up, a diagnostic imaging identified an aortic dissection on the proximal side. The patient received an intervention where another manufacturer's stent graft was implanted. The investigator assessed the event related to the product; however not related to the procedure. The physician attributed the cause to be related to the device. The patient will continue to be monitored. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.